Manufacturer narrative:
(B)(4). The service engineer inspected the device and was unable to duplicate the alleged malfunction. The ventilator received a 10k preventive maintenance and passed all performed tests, calibrations, and verifications.

Event description:
It was reported that the ventilator had a system communication issue when powered on. There is no reported patient involvement associated with this event.